Event description:
It was reported to baxter (B)(4) that the reservoir of a basal bolus infusor device ruptured during patient use. The device was being used to deliver doroperidol, buprenorphine hydrochloride to an unidentified patient. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device is distributed for outside of the united states (u.s.); therefore, it does not have a 510k number. However, this MDR is being submitted because this product is the same as or similar to a product distributed within the u.s. This device has been received for evaluation by baxter; however the evaluation has not been completed. A follow up report will be submitted upon completion of the evaluation or if additional information becomes available.